Manufacturer narrative:
Still under investigation at this time.

Event description:
Information was provided that within 5 minutes of placing the triple lumen catheter, the child went into anaphylaxis shock. The patient was resuscitated. Additional information provided 03/07/08, stated that the patient was intubated prior to line insertion (received fentanyl, versed, vecuronium) for rsi. Twenty minutes later, the central line was inserted with no medications administered (the line was flushed with saline and heparin pending x-ray for placement). Within 5-10 minutes patient experienced cardiovascular collapse/shock. The central line was removed and replaced with a non-antibiotic coated catheter. Patient was 6 month old female, stable prior to line insertion, and after resuscitation currently has no problems.